Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
The customer reported impossible to calibrate the touchscreen error. There was no patient involvement.

Manufacturer narrative:
G4: 31jan2020. B4: (B)(6) 2020. The touchscreen assembly was received for failure evaluation. Visual inspection of the customer returned touchscreen assembly revealed no signs of damage or contamination. Resistance measurements were performed on the returned touchscreen assembly. Further investigation revealed that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date 18 nov 2019. Date of report 03 dec 2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen fault issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.